Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was no longer charging well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was sent to pathology by the hospital and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.